Event description:
It was reported that, the versajet's console system fault indicator illuminates and then it turns off by itself. No case was involved.

Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation. There was no relationship between the reported event and the device. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the console functioned as intended. Probable root cause may be an intermittent component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.